Manufacturer narrative:
Sample not returned to manufacturer in time for this report.

Event description:
The event is reported as: complaint description: on incoming inspection at distributor, the package is deformed and may be a breach in sterility. No patient involvement.